Event description:
Circuit was placed on pt and later the clinician noticed discoloration in tubing (turned brown); circuit was also hot. Circuit was changed, no negative pt issue reported.

Manufacturer narrative:
Four unused samples were received for eval and were evaluated according to the manufacturing facilities inspection procedure. The samples were visually inspected and there was no discoloration of the tubing noted. The resistance of the heater wires was measured and were found to be within specification. The actual sample involved in the reported incident was not released by the hospital, but photos of the product in question were taken and it appears that the brown discoloration may be some type of contamination, such as mucus or secretions. However, we are unable to confirm this, since further testing of the samples could not be performed, per the hospitals request. Therefore; based on the information obtained through the investigation process, we are unable to determine the exact cause for the issue reported. The device history record for the lot reported was evaluated for any issues related to this report. The product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The lot reported in this incident was manufactured august 2008.